Event description:
Report received from abbott international affiliate, abbott canada, of an under-delivery of taxol. The report states: "47ml of taxol was added to the 500ml bottle of d5w for chemotherapy treatment. The pump was programmed to administer 547ml. At the end of the infusion (as programmed) there were still 200ml left to be infused, which was given to the patient. No apparent medical consequence. "The abott affiliate was contacted to query the customer for further information. No further information was received. The pump was not identified by serial number; therefore, it will not be returned for testing and investigation.